Manufacturer narrative:
The instrument has not been returned for evaluation. The root causes of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2015. No related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injuries. This complaint is being reported due to the following conclusion: while undergoing a da vinci surgical procedure, the surgeon indicated that the tip of the monopolar cautery instrument ignited and the patient sustained a 3rd degree burn to a tonsil.

Manufacturer narrative:
On (B)(6) 2015, the surgeon indicated that the injury to the patient was a 1st degree superficial burn and not a 3rd degree as initially reported on the initial MDR for this complaint. In addition, the surgeon indicated that no treatment or intervention was necessary as a result of the 1st degree burn. At this time, the cautery spatula instrument has not been returned to intuitive surgical, inc. (Isi) for evaluation. A follow-up MDR will be submitted if additional information is received. The customer reported failure mode associated with monopolar cautery tip arcing/thermal damage located at the tip adapter is likely caused by improper installation of the disposable cautery hook/spatula tip accessory. Internal testing confirmed that if the electrocautery accessory tip is not properly installed/seated (using the silicon sleeve) on the monopolar cautery spatula instrument, it may potentially cause the o-ring to seat incorrectly and prevent a good seal which could allow bio fluid leaks and consequently contribute to an arcing path/thermal damage. In addition, the electric connectors can be bent inwards, obstructing the way for the metal pin to seat properly between the connectors. It is essential for the o-rings to be properly seated by touching the sleeve stop, as it creates a seal to prevent any fluids from coming in contact with the electrical connectors (this process is tested during manufacturing to maintain no leakage when pressurized up to 10psi). It is difficult to determine the extent of damage experienced on the monopolar cautery spatula instrument involved with this complaint since the and the tip accessory were not returned to isi for evaluation. Based on the current information provided, there is no indication that a serious patient injury occurred since a 1st degree burn is not considered permanent impairment/damage and the patient did not receive any medical intervention due to the burn. In addition, a recurrence of the reported customer failure mode is not expected to likely cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on the information provided, the initial MDR for this complaint is being retracted since there is no indication that a serious patient injury or reportable product malfunction occurred.

Event description:
It was reported that during a da vinci supraglottic partial laryngectomy procedure, the tip of the 5mm monopolar cautery instrument, with a spatula tip accessory instrument installed, ignited and disintegrated. In addition, the patient reportedly sustained a 3rd degree burn to a tonsil. The da vinci surgical procedure was completed. On (B)(4) 2015, intuitive surgical, inc, (isi) contacted the surgeon and obtained the following additional information regarding the reported event: the da vinci surgery was performed on (B)(6) 2015. The cautery spatula instrument was inspected prior to the start of the surgical procedure and no issues were identified. According to the surgeon, when the tip of the cautery spatula ignited, he was utilizing the cut function of the instrument and activating monopolar energy to remove excess tissue after having removed the tumor. The surgeon was able to use the cautery spatula intermittently for almost the entire surgical procedure and up until the event occurred. The surgical procedure took approximately 1.5 hours. The surgeon was unable to provide the electrosurgical unit (esu) type and settings used during the procedure. No evidence of arcing was observed during the surgery. A suction irrigator instrument and a maryland dissector instrument were installed at the time of the event but no instrument collisions were reported. The surgeon indicated that there have been no reported post-operative complications and the patient is currently doing well.